Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited foreign body in the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 17 years since the subject device was manufactured. Based on the results of the investigation, the subject device was returned to the olympus by the customer without implementing / completing a reprocessing, therefore, the foreign material has remained inside the nozzle. The event can be detected/prevented by following the instructions for use which state: - labeling according to the methods for procedure in line with the IFU below, we determined the suggested event can be detected / prevented. The instruction manual reprocessing manual¿ jf type 260v, tjf type 260v, chapter 3 cleaning, disinfection, and sterilization procedures¿ describes the methods for prevention. The instruction manual operation manual¿ jf type 260v, tjf type 260v, chapter 3 preparation and inspection¿ describes the methods for detection. Olympus will continue to monitor field performance for this device.